Event description:
Approximately three years ago, the patient had a cypher stent placed in a coronary artery. The patient returned with angina pectoris. The patient had suffered a inferior wall myocardial infarction (mi) and a stent thrombosis was revealed during angiography. The patient is a male. The target lesion was the mid to distal right coronary artery (rca). The case was elective. The lesion was de novo. The vessel was not calcified or tortuous. The lesion was not pre-dilated. The lesion was directly stented and stent was not post-dilated. The procedure was successfully completed. Two and a half years post procedure, the patient was doing fine so, the physician stopped his plavix. Six months later, the patient returned with angina pectoris. It was noted that the patient had suffered an inferior wall mi with elevated enzymes and very late thrombosis at the target site and distal . The cypher stent underwent re-pci a thrombectomy catheter, a maverick balloon was used to dilate the stent, and placement of a 3.0x15mm quantum bare metal stent. The patient is in stable condition.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.